Manufacturer narrative:
It was reported that multiple patients had this drape applied to the abdomen prior to a c-section. When the drapes were removed post procedure, skin irritation at the adhesive site was noted. We were provided very little information. It is unknown how long the drapes were worn. It is unknown if any prep solution was used or how the drapes were applied. The patients were treated with a topical hydrocortisone cream. This drape was also worn by other patients without incident. We have had no other similar reports associated with the use of this drape. The actual sample was received. It is unknown if the end users had known sensitivities to adhesive materials or if there were any underlying factors that may have played a role in these incidents. We have not been provided with information to conclude that the skin irritation was caused by the adhesive on the drapes. However, due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
Multiple patients developed skin irritation at the adhesive site after wearing the drape.